Event description:
It was reported that the right atrial lead had smaller p-waves and far field r-wave oversensing was observed. Reprogrammed was attempted, but could not be maintained due to the low p-wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2007. (B)(4). (B)(6).